Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to u.s, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not release when inserted into aortic . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Auto number: (B)(4). The visual analysis of the device was performed based on a photo image which was provided by the customer. The actual device was not returned. A visual examination of the photo determined that the sterile packaging was opened, however the device was not removed. The seal could be seen in the window of the loading device. The seal was found in its original unfolded position, and there were no cracks or delamination detected. Based on the image provided, the reported failure "failure to deploy" is not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not release when inserted into aortic . A replacement device was used to complete the procedure. The hospital did not report any patient effects.